Event description:
It was reported that the patient had a transient ischemic attack (tia). The patient presented to the hospital with left arm numbness and the symptoms resolved within hours. The ventricular assist device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: sn (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with left arm numbness associated with a transient ischemic attack (tia) and the symptoms resolved within hours. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, tia is a known potential complication associated with the implantation of a vad pump. Of note, the reported patient medical history indicated that the patient had previously experienced a stroke. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.